Event description:
It was reported that the patient presented for implant. It was noted that the right ventricular lead was not implanted due to a high capture threshold, a sensing issue and high impedance. After several attempts the physician replaced this lead successfully. No adverse events were reported before, during and after implant. It was reported that when injecting dye inside the coronary sinus (cs) using the cps aim subselector, a dissection of the proximal coronary sinus was noted on fluoroscopy. The dissection was expected to self-heal and did not require any further intervention. The left ventricular lead implantation was abandoned and scheduled at a later date.

Manufacturer narrative:
Analysis was normal. No anomalies were found.